Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 180 mg/dl at the time of incident. The customer stated the insulin pump would say no insulin delivery and when it first started happening it would change the site and it would work for a while and would then get the message of no insulin delivery. The customer stated the insulin pump alarmed no delivery on multiple occasions. The customer was given a loaner pump but the reservoir wasn¿t the same size . The reservoir will be replaced. The reservoir will be returned for analysis.